Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the main lamp of the evis exera iii xenon light source kept switching to back up lamp, even when the bulb was changed. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The user request was not confirmed. The third-party lamp had sufficient heat compound, fan was running as intended and the igniter was firing normally. Deep scratches were noted on top over and the metal was exposed. Corrosion and heavy dust was blocking the air ventilation of the top cover. The scope socket locking mechanism was bad and was not protecting the pins. There was dust on scope socket and corrosion inside scope socket tubing. The non-olympus lamp life meter was reading below 50 hours and the light intensity output measured within range. There was a minor fracture on the front panel mouth that did not affect the functionality. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.